Event description:
Customer reported unexpected positive reactions with gammaclone anti-d (monoclonal blend). A patient sample typed rh positive (1+w) at immediate spin with gammaclone anti-d, lot dmb60 using the tube testing. The patient has a history of typeing rh negative.

Manufacturer narrative:
Additional testing was performed by the customer using immucor anti-d (monoclonal blend) series 5 and ortho anti-d. Results were weak d negative. The customer tested the sample at the weak d phase with gamma-clone anti-d to rule out the possibility of the crawford phenotype; result was weak d negative. The customer did not send sample for investigation testing. The crawford phenotype cannot be rule out as contributing to the event. The specific performance characteristics section of the package insert for gamma-clone anti-d (monoclonal blend) states: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase."